Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The instrument was checked before use. There was pre-cleaning within five minutes after the procedure. Water was aspirated through the instrumentation/suction channel with a suction pump sucked until the aspirated liquid was clean. The forceps elevator had been raised and lowered three (3) times in the water during the suction. Suction was not done from both the first and second position of the suction valve. The air/water duct was not flushed with water and air using the mh-948 air/water channel cleaning adapter. The air/water channel and balloon channel containing water and air were not purged using the maj-1444 air/water valve and the maj-629 air/water channel cleaning brush. The auxiliary water channel was flushed with water. All reprocess accessories were undamaged. There was less than sixty (60) minutes between pre-cleaning and manual cleaning. The leakage was tested according to the instructions for use. The cleaning agent was mediclean forte by dr. (B)(6). The instrumentation/suction channel, suction cylinder, and instrumentation channel port were brushed. The detergent was not aspirated through the instrument/suction channel. The brush was inserted into the instrumentation channel from the suction cylinder. The forceps elevator was brushed. The distal tip was brushed with the channel-opening brush and the maj-1888 single use soft brush. The air/water channel, instrumentation/suction channel, and auxiliary channel were checked. The accessories described in the user manual were not flushed. The forceps elevator was moved (up/down) in the detergent. The distal tip was not flushed with the maj-2319 distal end flushing adapter. The automatic endoscope reprocessor (aer) was the getinge ew2 along with pokayoke detergent and pokayoke a + b disinfectant. There was a clear system in place to prevent the mix-up/cross-contamination of prevent contaminated or reprocessed endoscopes/accessories. The endoscope was stored in a drying cabinet. All removable parts (valves, leak test cap) were removed from the endoscope. The endoscope was stored in the drying cabinet for a maximum of thirty (30) days until the next use. The endoscope was not sterilized. The handling of the accessories conformed to the manual. The maintenance/repair of the endoscope was not performed by olympus. Olympus provided training on processing. The participant record was available. The microbiological test result of the patient(s) and endoscope were not available. The sample was taken from the instrument channel after a single rinse. The test was performed at the facility. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope, and the distal end were cultured. No bacteria were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the distal end cap had impact points. The bending section cover glue was porous. The bending section was distorted, crushed, and had sunken folds (worn). The surface was scratched and peeled off the connecting part of bending section and insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a microbiological culture was performed on the instrument channel on the evis exera iii colonovideoscope due to possible damage in the suction channel. The scope tested positive for greater than one hundred and fifty (150) colony forming units (cfus) of bacillus species. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.